Event description:
During troubleshooting for an unrelated alarm on the homechoice device, it was determined that the home patient (hp) had connected to an unprimed line. The home patient then started the prime and disconnected. The baxter technical service representative (tsr) had the (hp) turn off the machine and closed all the clamps. The tsr explained the setup was compromised. The tsr had the hp turn on the machine and helped the hp remove he cassette. The tsr instructed the hp to start over with all new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient connected to the patient line prior to priming. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to your patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. It instructs the user to verify that the patient line is properly primed. Also, it provides step-by-step instructions for properly repriming the patient line. A review of the label for the product family will be conducted.  Should additional relevant information become available, a supplemental report will be submitted.